Event description:
It was reported that during cleaning, the motor device was "missing a tip protector and the top metal cover was disconnected from the device". It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. The exact date of the event was unknown. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.